Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accutni and obtained a result of 1.138ng/ml. Upon repeat, the sample gave results of 0.392, 0.299 and 0.163ng/ml with orh flags. At a later time, this sample was retested consecutively three times upon which the results were 0.169, 0.036 and 0.028ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was issued. Another sample obtained from this pt when tested gave a result of 0.029ng/ml. A third sample from the sample pt gave a result of 0.455ng/ml. This sample was then taken from primary tube and rerun in sample cup and a result of 0.041ng/ml was obtained. It is unk if there was an affect to pt or user with regards to this event.

Manufacturer narrative:
Samples were collected in lihep plasma tubes or red top serum tube- both with gel separators. Centrifugation data was not supplied. Qc was in range prior to the event. System check from 2008 passed and all parameters were in specifications and no error messages were generated. A field service engineer (fse) was dispatched: fse performed a precision run which passed. Fse performed system verification testing which passed. Fse verified hardware performance and verified instrument as performing to established performance protocol. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.